Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and cholecystectomy. Concomitant products included sertraline (zoloft). In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, pelvic surgery(hysterectomy with left oopherectomy and right salpingectomy)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, abdominal pain, vaginal haemorrhage and dysmenorrhoea had resolved and the uterine haemorrhage, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: device properly placed. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, abdominal pain, abnormal uterine bleeding added. Reporters,event outcome, medical history added, concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia"), weight increased ("weight gain") and alopecia ("hair loss,"). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery). At the time of the report, the device dislocation, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered alopecia, device dislocation, dyspareunia and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.